Event description:
Upon extubation of the pt in a tonsillectomy procedure performed (B)(6) 2011, the physician noticed that there were bloody secretions at the back of the pt's throat. The pt was then re-intubated and explored for the source of the primary post-operative bleeding. A focal bleeder was not identified. The physician used a bovie to electrocauterize the tonsillar bed. The pt was then discharged later that day without further incident. The pt returned one week later after having coughed-up a blood clot. Upon examination, no visible bleeding was identified, but the pt was admitted to the hosp for overnight observation. The physician reported, the tonsillectomy procedure was more challenging than a typical tonsillectomy as the inferior pole of the tonsil was more deep seated than he typically encounters. The physician reported there was no malfunction of the device during its use.

Manufacturer narrative:
Event was reported as occurring one week following the original procedure. The device was reported as not returning for investigation. A lot history review was performed for the device lot. No abnormalities were found in the lot history record review. The lot meet all device specifications. Since the device was not returned for investigation, a complete investigation could not be performed.